Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 , lot# va0v7mk , implanted: (B)(4) 2015, explanted: (B)(4) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4) , ubd: 04-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A loss of efficacy was reported. Patient said she hasn't had efficacy for some time. When checked, all impedances were in range, however, no muscle responses was seen when lead was tested with the cable. The lead was replaced. The ins had a low status and was also replaced. No further complications were reported.